Event description:
It was reported that the device would not operate on battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device but did not verify the reported intermittent failure. Physio replaced the power supply assembly and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.